Event description:
According to the report, bioglue was used for the aortic replacement of aortic dissection and it was applied to proximal and distal false lumen. The suture line was treated by fibrin glue. The patient suffered a cerebral infarction after the case, but the patient is recovering. The surgeon does not believe that bioglue caused this cerebral infarction.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Manufacturer narrative:
According to the report, bioglue was used for the aortic replacement of aortic dissection and it was applied to proximal and distal false lumen. The sutured line was treated by fibrin glue. The patient suffered a cerebral infarction after the case, but the patient is recovering. "The surgeon does not consider that bioglue caused this cerebral infarction." The lot number is unknown. However, fourteen possible lot numbers were provided by the distributor via shipping records. The device history records for these lots were reviewed by quality. All lots were within specification at the time of release. A clinical review of this event was performed. Based on the information available at the time of this report, it is not possible to definitively determine the cause of the cerebral infarction observed in this patient. Bioglue was used to obliterate the false lumen while fibrin glue was used on the suture line. Although the surgeon does not feel that bioglue caused this event, it does not appear that a definitive cause of the cerebral infarction has been identified. As such, it is important to consider that a bioglue embolism can occur if the true lumen is not protected during bioglue application. Recommendations are made in the instructions for use (IFU) with regard to the use of bioglue for obliteration of the false lumen during aortic dissection repair. A medical review of this event was also performed. Although the details of the procedure are unknown, it is not uncommon for a patient to be placed in hypothermic circulatory arrest during aortic arch replacement. Cerebral hypoxia/infarction is a known potential risk of this type of surgery. Additional information was requested regarding an angiogram; however, the information received was inconclusive. Given the information available, the medical staff concurs with the surgeon's assessment that bioglue was unlikely related to the reported event.